Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a cracked and shorted capacitor, designator c181.

Event description:
The customer contacted physio-control to report that their device has a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may not be available, if needed. There was no report of patient use associated with the reported event.